Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2013 (B)(6), 4196 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had a pocket hematoma. A pocket revision procedure was performed. The device is still in use. No further patient complications have been reported as a result of this event.